Event description:
The customer called the affiliate service call center because the handpiece did not work. The test showed that the handpiece had broken stud.

Manufacturer narrative:
The device was not returned for evaluation; however, there was a packaging lot or batch number provided by the user facility. With this information, the manufacturing related records were reviewed and we were unable to confirm the complaint nor determine a manufacturing or design related cause for the reported event.